Manufacturer narrative:
H3, h6: it was reported that a right hip surgery was performed due to great trochanteric avulsion injury. As of today, the devices, all of which were used in treatment, remain implanted and therefore cannot be tested. Without a definitive batch number, a complete review of the historical complaints data cannot be performed for the cup and the head. A review of historical complaints data was performed using the part numbers and the reported failure modes to evaluate patterns of repeated failures or defects. No other similar complaints have been identified for the cup nor the head, however this failure will continue to be monitored. As no device batch numbers were provided for investigation, manufacturing record review could not be performed. If more information is received, this investigation will be reopened. The review of the most recent IFU found adequate warnings and precautions in relation to the alleged failure modes. A risk management review was performed. The alleged failure modes and associated risks have been anticipated within the risk file and the anticipated risk level is still adequate. No further actions are required at this time. A review of historic escalation actions related to the products and similar complaint events was performed. Following the review, no prior applicable escalation actions were identified. The available medical documents were reviewed. Based on the limited information provided, the patient¿s activity of swinging while playing golf was likely a contributing factor to the reported avulsion fracture and subsequent orif surgery. It cannot be concluded that the reported event is associated with a malperformance of the implant or implant failure. The impact to the patient beyond the reported events cannot be determined; however, the patient did experience consistent pain to the left hip and eventually had a left hip revision. Based on the information provided, further investigation of the reported complaint cannot be carried out and remains inconclusive. A definitive root cause cannot be determined. Specific factors known to contribute to the alleged fault are excessive physical activity levels, unreasonable stress on replacement system, excessive patient weight, trauma to the joint replacement. Should the devices or additional information be received, the complaint will be reopened. Based on this investigation, the need for corrective and preventative actions is not indicated.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during (B)(6) 2013, the patient was playing golf and felt a snap and a pop in his left hip. X-rays showed a great trochanteric avulsion injury. The patient underwent an orif fixation surgery on (B)(6) 2013. At the time of this adverse event, the patient had a bhr system implanted in his left hip. The primary left bhr surgery was performed on (B)(6) 2009.